Event description:
It was reported that the procedure was to treat a mildly calcified left anterior descending artery. Pre-dilatation was performed with a non-abbott balloon catheter and a 3.0 x 8 mm xience prox stent delivery system could not be advanced over a balance middleweight (bmw) guide wire and became stuck. The devices were removed as a single unit. A new non-abbott guide wire and a new 3.0 x 8 mm xience pro were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience pro x 3.0 x 8 mm stent mentioned is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for analysis. The resistance with the stent delivery system was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.